Event description:
Patient with implanted heartmate ii left ventricular assist device (lvad) with history of chronic serratia driveline infection requiring past surgical incision and drainage (I&d) was admitted due to polymicrobial (serratia, pseudomonas, corynebacterium) driveline infection requiring another surgical I&d, vacuum dressing, and IV antibiotics. Post-operative course was complicated by acute kidney injury.